Event description:
(B)(4).

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh (B)(4) on behalf of the importer (B)(4). When reviewing similar previously reported events, we haven't found any cases with similar fault description (castor fell off") for carino devices. We were able to find a deficiency with the device, as from the information provided it appears most likely that the device castors were not correctly maintained in accordance with the instructions. This means that the carino device was not up to specification when the incident took place. The device was not being used for pt handling at the time the fault was found, it did not contribute to an adverse event. According instruction for use 04.bo.01_9gb: "caregiver obligations shall be carried out by personnel with sufficient carino knowledge and by following the instructions in this IFU." The caregiver obligations are to check/clean castors every week. "Check that the castors are properly fixed and are rolling and swiveling - freely. Clean with water. Castors can ge affected by soap, hair, dust and floor cleaning chemicals. Check the function of the brakes by applying the brakes and test carino for movement." The qualified personnel action is very year to check the castors and replace it when necessary. We have not been able to find any contributing manufacturing anomalies. The lift device was found not up to the manufacturer specification. The root cause of the complaint was found to be a use error, since the received information and our evaluation as described above are both showing that if the instructions for use and safety warning are followed there will be no likeliness of pt or caregiver risk.